Event description:
Additional information received reported that the patient did not have a post operational infection or meningitis. A culture was not obtained. The patient was seen for reprogramming (B)(6)-2012. Any additional information received will be included in a supplemental report.

Event description:
It was reported that the patient had a loss of therapeutic effect and had infections. The patient stated she had a return in symptoms and that she had "infections a lot" which had "thrown her therapy off." The patient also said it was hard to tell when the symptoms returned because she "got infections a lot." It was unclear if the patient had an infection though because she also stated that she was "not sure" if she had an "infection or not." Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3093-28, lot# v794135, implanted: 2012 (B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).